Manufacturer narrative:
The following sections were updated with the additional information received. The field clinical specialist (fcs) reported that an echo revealed that the 23mm s3 valve had a peak gradient of 47 mmhg, a mean gradient of 21 mmhg and 2+ aortic insufficiency (perivalvular leak). A valve in valve procedure with a 26mm s3 valve was performed 12 months after the implantation of the original 23 mm s3 valve. A 23mm commander delivery system was prepped with nominal volume +2cc (19cc total). The 23mm s3 valve was crossed and post-dilated. Tte and fluoro was evaluated and demonstrated residual regurgitant flow. A 26mm s3 was prepped with nominal volume -2cc (21cc total) and advanced within the existing 23mm s3 valve. Placement was evaluated by fluoro and the 26mm s3 valve was deployed without deficit within the 23mm s3 valve. The 26mm s3 landed approximately one stent cell above the previous 23mm s3. Tte and fluoro was evaluated and the operators decided to post-dilate the 26mm s3 valve with an additional 2cc added to the system (resulting in nominal volume = 23cc). Tte and fluoro was evaluated and result was deemed sufficient. The delivery system and sheath were removed without deficit. The patient was in stable condition at the end of the procedure. The physicians felt that the 23mm s3 valve may have been undersized and the initial deployment may have been too ventricular. Investigation of this report is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there is insufficient information to determine the cause of the reported pvl. It is unknown if the pvl degree remain the same as post deployment or if it worsened after tavr. Additional information related to this case is not available, as the medical records requested of the facility have not been received. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing. (B)(4).

Event description:
Approximately 9 months after the implantation of a 23mm (B)(6) 3 valve in the aortic annulus, the patient reported to edwards lifesciences that he was seen by his doctor recently for angina pain and an echo performed showed paravalvular leak (pvl). The patient was unable to quantify his pvl, other than report his physician¿s recommendation that his valve be treated with a valve in valve. The patient sought and second and third opinion for his treatment options and was informed that he could have an amplatzer plug to fill the gap and eliminate the pvl. He was also told he could have a post dilatation of the valve with bav, and if necessary have a valve in valve procedure.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the sapien 3 valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.